Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery was not lasting as long as the user expected. In addition the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed evidence of unexplained pump reboots. The battery alarms following the reboots and voltage drops resulted in battery alarms. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten and continued to spin. The battery cap threads were damaged. The battery compartment was found to be cracked. Unrelated to the original complaint, there was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. A leak test showed a leak at the battery compartment. The pump case was removed and there was evidence of additional moisture inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).